Manufacturer narrative:
H6: updated health effect - clinical code h6: updated investigation finding h6: updated investigation conclusion: e2328: bowel obstruction h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane previous patient codes (2422, 1994) were reported based on the original complaint and is no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6), 2006 through (B)(6), 2006 and not all records received in this time span are relevant to the alleged gore® dualmesh® biomaterial device. Medical history: ¿ obesity ¿ smoker ¿ niddm [non-insulin dependent diabetes mellitus] ¿ colonic diverticulosis. Surgical procedures: ¿ unknown date: hysterectomy ¿ (B)(6) 2006: laparoscopic incisional hernia repair with ¿gore-tex dualmesh¿. Relevant medical information: ¿ (B)(6) 2006: CT abdomen and pelvis. ¿indication: s/p [status post] hysterectomy with infraumbilical abdominal pain. Findings: ¿widemouthed ventral wall hernia below umbilicus containing multiple nondistended loops of small bowel. Impression: wide mouthed infraumbilical ventral hernia containing multiple loops of nondistended small bowel. Colonic diverticulosis.¿ implant preoperative complaints: ¿ (B)(6) 2006: indication: lower abdominal wall incisional hernia. The patient had undergone an operative procedure via ob/gyn and since several years after that operation has had a moderate size incisional hernia which has been easily reducible. She has not had any complications with incarcerated hernia. The plan was to repair this incisional hernia via laparoscopic repair.¿ implant procedure: laparoscopic incisional hernia repair with ¿gore-tex dualmesh¿ [no product ID provided]. Implant date: (B)(6), 2006 ¿ description of hernia being treated: ¿the peritoneal cavity was accessed with a 10 mm trocar in the left lateral abdominal wall and the abdomen was insufflated with carbon dioxide gas. We initially had difficulty getting access into the peritoneal cavity. Therefore, a subsequent 5 mm optiview trocar was placed in the right lateral abdominal wall and we were better able to assess the placement of the initial trocar. An additional 5 mm trocar was placed in the left side of the abdomen under direct vision. After gaining full exposure of the peritoneal cavity, upon inspection of the hernia sac it was noted that there were no subsequent or troublesome adhesions surrounding the sac.¿ ¿ implant size and fixation: ¿the hernia defect was measured and a piece of gore-tex dualmesh of appropriate size was used to cover the hernia defect. The gore-tex dualmesh was rolled onto a grasper and placed into 1 of the working posts. We placed several sutures in the mesh prior to inserting it into the abdominal cavity and made 4 separate stab incisions around the hernia defect. The sutures on the mesh were subsequently brought up through the stab incisions and secured in place. Once this was accomplished, a protak device was used to tack the edges of the fascia in place and we subsequently placed central sutures within the central hernia defect to secure the central aspect of the hernia sac. Once this was done, the pneumoperitoneum was released. Trocars were withdrawn. The skin on the trocar sites was subsequently oversewn with 4-0 vicryl suture in subcuticular fashion. All incisions were covered with steri-strips and infiltrated with local anesthetic. The patient tolerated the procedure well.¿ (B)(6) 2006: ¿has been nauseated and vomited x 1. Abd soft, tender to palpation around incision, hypoactive bs [bowel sounds], incisions c/d/I [clean, dry, intact]. S/p [status post] incisional hernia repair. Not eating much, no bm [bowel movement] ye - nausea and vomiting - must tolerate po [oral] diet before d/c [discharge].¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. Based upon the information received, status of the device is unable to be confirmed and therefore not available for evaluation. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: radiology CT abdomen and pelvis with intravenous contrast. Indication: s/p hysterectomy with infraumbilical abdominal pain. Findings: linear atelectasis or scarring left lower lobe. Liver normal. No intrahepatic or extrahepatic biliary dilatation. Liver is diffusely decreased attenuation relative to spleen consistent with fatty infiltration. Gallbladder normal without gallstones. Spleen, pancreas, right adrenal gland unremarkable. Prominence of left adrenal gland, without focal nodule. Kidneys normal. 5 mm round low-density lesion within mid right kidney, too small further characterize, likely cyst. Is colonic diverticulosis, without acute diverticulitis. No intestinal dilatation or extraluminal air. Appendix normal. Uterus surgically absent. Residual cervix, enlarged. Prominent bilateral ovarian veins. Widemouthed ventral wall hernia below umbilicus containing multiple nondistended loops of small bowel. Impression: wide mouthed infraumbilical ventral hernia containing multiple loops of nondistended small bowel. Colonic diverticulosis. On (B)(6) 2006: operative report. Pre/postoperative dx: incisional hernia. Procedure performed: laparoscopic incisional hernia repair with gore-tex dualmesh. Complications: none. Indication: lower abdominal wall incisional hernia. The patient had undergone an operative procedure via ob/gyn and since several years after that operation has had a moderate size incisional hernia which has been easily reducible. She has not had any complications with incarcerated hernia. The plan was to repair this incisional hernia via laparoscopic repair. Description: ¿after risks and benefits of the procedure were discussed with the patient, the patient was brought to the operating room and placed supine on the operating table. After administration of adequate general endotracheal anesthetic, the abdomen was prepped and draped in the usual standard fashion. The peritoneal cavity was accessed with a 10 mm trocar in the left lateral abdominal wall and the abdomen was insufflated with carbon dioxide gas. We initially had difficulty getting access into the peritoneal cavity. Therefore, a subsequent 5 mm 0ptiview trocar was placed in the right lateral abdominal wall and we were better able to assess the placement of the initial trocar. An additional 5 mm trocar was placed in the left side of the abdomen under direct vision. After gaining full exposure of the peritoneal cavity, upon inspection of the hernia sac it was noted that there were no subsequent or troublesome adhesions surrounding the sac. The hernia defect was measured and a piece of gore-tex dualmesh of appropriate size was used to cover the hernia defect. The gore-tex dualmesh was rolled onto a grasper and placed into 1 of the working posts. We placed several sutures in the mesh prior to inserting it into the abdominal cavity and made 4 separate stab incisions around the hernia defect. The sutures on the mesh were subsequently brought up through the stab incisions and secured in place. Once this was accomplished, a protak device was used to tack the edges of the fascia in place and we subsequently placed central sutures within the central hernia defect to secure the central aspect of the hernia sac. Once this was done, the pneumoperitoneum was released. Trocars were withdrawn. The skin on the trocar sites was subsequently oversewn with 4-0 vicryl suture in subcuticular fashion. All incisions were covered with steri-strips and infiltrated with local anesthetic. The patient tolerated the procedure well and was awakened from anesthetic, extubated, and transferred to the pacu in stable condition.¿ product identification records for the alleged ¿gore-tex dualmesh¿ were not provided. On (B)(6) 2006: outpatient progress note. Has been nauseated and vomited x 1. Abd soft, tender to palpation around incision, hypoactive bs, incisions c/d/I. S/p incisional hernia repair. Not eating much, no bm yet-nausea and vomiting-must tolerate po diet before d/c. [Missing records: records for the alleged injuries were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006, whereby an alleged gore device was implanted. The complaint alleges that on an unknown date, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh revision surgery, additional surgery, pain, bowel obstruction. Additional event specific information and medical records have been requested.